Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. The device was inspected with no issues. Excessive force was not used during delivery. It was reported that there were inflation difficulties during balloon inflation. The patient is reported to be alive with no injury.

Manufacturer narrative:
Add info: negative prep was not performed prior to device being inserted in patient. No resistance was noted while advancing the device to the lesion. The balloon failed to inflate completely. No inflation pressure could be applied. When negative pressure was pulled, blood was observed to come back within the inflation device, so the device was suspected to be compromised. A system ¿leak¿ was suspected. The stent was not implanted. The same inflation device was used with other devices pre and post the inflation difficulties. The same inflation device was used with another stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the balloon folds were intact, no inflation of the balloon had taken place. The device returned with blood visible in the balloon. The device failed negative prep. On pressurisation of the device, liquid was observed exiting the distal shaft. The device failed to maintain pressure. Upon visual inspection of the device, there was damage evident to the distal shaft approx. 13cm proximal to the distal tip. The damaged area appeared non-cylindrical in shape and measured 3.5cm on the distal shaft. There were two tear sites on the distal shaft, with one directly underneath the other. The material was jagged and uneven at the tear sites. Damage was evident to the area around both tear sites. Deformation was evident to the distal shaft 19.2 proximal to the distal tip with the support wire appearing kinked. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.